Event description:
It was reported that when a patient presented via merlin.net transmission, showing an episode of non-sustained rv oversensing and non-sustained lead noise were observed. Programming changes were recommended to resolve the issue. Patient was stable.